Event description:
It was reported that the right ventricular (rv) lead showed a steady rise and variation of impedances. It was also reported that the rv lead had undersensing and reduced r-waves with loss of capture. The lead was partially removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.